Event description:
A customer contacted global technical service (gts) regarding assistance with a system error (se) 2240 on the home choice (hc), during dwell 3 of 4. The baxter technical service representative (tsr) explained the alarm. The hp had an unused line that was open. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This condition of a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a use error, due to an open clamp. The lot number was unknown; therefore no batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the reported condition. This issue is being investigated through CAPA.